Event description:
Additional follow up: it was stated per the ¿review of file revealed that the pump was functioning normally; being that is the case the pump is eliminated as being a cause of death¿ but they were awaiting pump analysis letter from the manufacturer prior putting their official cause of death on the death certificate.

Event description:
It was reported the patient was found unresponsive in her home when her daughter came over to check on her. On the event date, a 911 call was received at 17:18. The patient was found unresponsive in bed when her daughter could not reach her by phone. The patient was last known to be alive on the report of the event date at 08:30. No resuscitative efforts were made. Upon arrival of the medical examiner, rigor was fully established and no trauma was noted. The medical examiner noted a recent surgical scar to the lower left abdomen that was covered with steri strips and gauze. The medications in the patient¿s home appeared ¿in order¿. The neurosurgeon called the medical examiner the following day and stated the patient had a history of chronic back pain. A pump had been implanted, which instilled dilaudid for pain the day prior to the event. The neurosurgeon reportedly stated the patient was ¿not able to control the medication dose¿. The medical examiner sent a request to the hospital for the procedure note. According to the patient¿s family, the patient would take too much of her prescribed medication on occasion. The medical examiner also spoke to the patient¿s daughter who indicated the pump had been implanted for severe back pain related to a spinal surgery ¿some years ago¿. The patient had been doing well following the surgery for the pump implant. She slept most of the day, (B)(6) 2013, and the daughter spent the night to watch over her. On the morning of the report date, the patient was reportedly sleeping and snoring at 08:30 and the daughter had decided to let her rest. It was noted the patient often took one or two more ambien more than what was prescribed to her to help her sleep. It was reported ¿please analyze pump function and settings for possible overdose infusion¿. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there was no cause of death at the current time. The medical examiner was waiting for toxicology results as well as device analysis to eliminate over infusion cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly and appeared to be operating as designed. Analysis of the partial catheter found no significant anomaly; the catheter was incomplete/ returned in segments. (B)(4).